Manufacturer narrative:
Report source: (B)(4) incident report reference no (B)(4); submitted to (B)(4) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a procedure performed on (B)(6) 2018. On (B)(6) 2018, the patient started to experience continuous pain in the left groin and intensified when walking; pain in the hip and lower abdomen; and urinary urgency.